Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he has been having high blood glucose values exceeding 500 mg/dl. The patient's blood glucose at the time of call was 570 mg/dl. The customer did not feel any symptoms associated with hyperglycemia. He mentioned that his doctor changed his pump settings and he has been having hyperglycemia issues ever since. He has had to treat by using extra insulin; he adds an extra 20 carbohydrates when programming boluses in order to bring his blood glucose down. Troubleshooting was initiated to inspect the pump. The customer stated that the tubing of his infusion set recently snapped in his sleep. No other damage was found on the pump and its treatment components. A high pressure test could not be performed due to lack of a tubing clamp. No products were returned and a tubing clamp was shipped to the customer.